Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had an influence on the reported experience; therefore, a cause for this event could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.